Manufacturer narrative:
(B)(4).

Event description:
This freedom driver was not supporting a patient. The customer reported that when the freedom driver was turned on by inserting an onboard battery, it "took a while" to turn on and run and then it exhibited a fault alarm. This alleged failure mode poses a low risk to a patient because the freedom driver was not supporting a patient when the fault alarm occurred, and the fault alarm would not prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed split housings, raised inserts, a broken u21 pressure sensor on the main printed circuit board assembly (pcba) and abrasions on the primary motor and main pcba. The observed damage was likely the result of rough handling or impact shock. The alarm history was reviewed and revealed fault codes that are produced when the driver is powered on and one of the movement sensors on the piston cylinder assembly is not triggered within the four second time delay. These alarms are likely the alarm experienced by the customer and recorded by the numerous attempts to operate the driver. The customer-reported fault alarm was reproduced during functional testing as a result of a malfunctioning primary motor controller pcba. The primary motor controller would not operate the corresponding motor. The likely root cause for the primary motor controller malfunction is attributed to impact shock as a result of improper use, based on the damage to the driver observed during visual inspection. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver was the patient's backup driver and was not supporting the patient at the time of the reported issue. The customer also reported that when the freedom driver was turned on by inserting an onboard battery, it "took a while" to turn on and run and then it exhibited a fault alarm.